Event description:
It was reported that the patients left hip was revised due to complaints of grinding noise. The ceramic liner did not show wear or fracture. The surgeon could not find cause for the grinding noise intraoperatively and commented that explants looked good. Poly liner and new head were replaced.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic e liner. It was noted that the device is not available for evaluation because the hospital retained the device. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.